Event description:
It was reported that a blocker became detached from the tulip head of the screw and they needed to re-seat the rod and replace the blocker. They replaced the set screw into the tulip head of the screw. After we final tightened the construct the surgeon tested the strength of the construct by to be sure the blocker was seated correctly and was not going to become dislodged. Using the rod holder to pull on the rod, the tulip head of the screw separated from the screw shaft. We removed the screw and replaced with a re-seated the rod and replaced the blocker.

Manufacturer narrative:
Method: device history review; complaint history review; results: the most likely cause of the reported is event is multiple final tightening attempts causing deformation to the screw head and retaining clip, which allowed the tulip to disengage from the bone screw when the attached rod was pulled on. Conclusion: the customer reported xia 3 titanium polyaxial screw tulip disengagement intra-op was confirmed via a visual inspection in the complaint investigation lab. The event resulted in a 5 minute delay and there was no adverse consequences to the patient. No new harm/hazard was identified. The inspection revealed multiple dents on the edge of the screwhead, suggesting that the screw was implanted at a high angulation. This is supported by the correspondence, which states that the screw was implanted in the pelvis, which is a region that may require high angulation of an implanted screw if linked to the lumbar/sacral portion of the vertebrae. Furthermore, review of the event description confirms that a blocker was found disengaged and was tightened again on the screw. The act of performing multiple final tightenings on a polyaxial screw can cause unwanted deformation on the screw head, which can shape the head in such a way that it can pass through the retaining clip, given that the clip too has come deformed. The clip was confirmed to be deformed. No manufacturing issues were identified during the device history review.

Event description:
It was reported that a blocker became detached from the tulip head of the screw and they needed to re-seat the rod and replace the blocker. They replaced the set screw into the tulip head of the screw. After we final tightened the construct the surgeon tested the strength of the construct by to be sure the blocker was seated correctly and was not going to become dislodged. Using the rod holder to pull on the rod, the tulip head of the screw separated from the screw shaft. We removed the screw and replaced with a re-seated the rod and replaced the blocker.